Event description:
On (B)(6) 2010, the customer reported foreign substance was found in the handi-fil of the syringe prior to sue. No reported injury.

Manufacturer narrative:
The MFR confirmed the reported complaint of a foreign substance in the handi-fil. The MFR identified the foreign substance as a piece of paper used in process. A corrective action has been initiated to address the reported issue of foreign substance in the handi-fil.